Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a low readings issue with the adc freestyle libre sensor. The customer obtained a reading of 169 mg/dl as compared to a reading of 232 mg/dl on a competitor brand meter. The customer experienced seizures and subsequently lost consciousness. Paramedics were called and the customer was diagnosed with hypoglycemia and provided with unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.